Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was unsure if the insulin pump was functioning properly. Customer stated that she has been experiencing high blood glucose levels for the past month. Blood glucose level was 187 mg/dl at the time of the call. Customer also reported having experienced diabetic ketoacidosis. During troubleshooting, customer stated that there were air bubbles present in the reservoir. No further information was provided.